Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that the app alerts will now only sound when the volume on. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion"